Manufacturer narrative:
H11: h2: corrected information on: h6 (health effect - clinical code). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined due to the limited clinical information provided. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, instruction for use review, and a risk management review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A clinical review states that without supporting medical documentation, the definitive clinical root cause of the capsulitis (unreported symptoms) for the two patients could not be determined. Capsulitis or frozen shoulder is a known condition where the shoulder capsule thickens and tightens, restricts movement, is often triggered by immobilization or post-surgical inflammation, especially after rotator cuff repair. Therefore, it could not be concluded that the reported adverse event was a mal performance of the s&n implant or an implant failure. Per the article, post injection both patients have recovered. The reported impact to the patient was the capsulitis and the corticoid injection. Since it was reported that the two patients have recovered no further impact is anticipated. Based on the limited information provided a thorough medical assessment could not be performed; therefore, we are unable to conclude specific factors known to contribute to the alleged report. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). Corrected data on: d3 (manufacturing name, city and address). This report was inadvertently submitted under manufacturer number ¿1219602¿, the correct manufacturer number is '3003604053¿.

Manufacturer narrative:
H10: internal complaint reference: case - (B)(6). H3, h6: this complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that on literature review "clinical outcomes of arthroscopic treatment of high-grade partial thickness rotator cuff tears with augmentation using bioinductive collagen implants are comparable to tear completion and repair", 2 patients required corticoid injection 2 due to capsullitis symptoms months after an arthroscopic treatment of high-grade partial thickness rotator cuff tears surgery using a regeneten bioinductive implant. Both patients recovered well after the injection. No further information is available.